Event description:
It was reported that the patient was experiencing stimulation in non target area and the pocket site was hurting while sitting. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: serial number: (B)(6). Batch/lot number: 21277795. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI)#: (B)(4).